Event description:
The patient was at target temperature. Patient's temperature started to elevate and arctic sun did not cool appropriately. A new machine was utilized.

Event description:
The patient was at target temperature. Patient's temperature started to elevate and arctic sun did not cool appropriately. A new machine was utilized.

Event description:
The patient was at target temperature. Patient's temperature started to elevate and arctic sun did not cool appropriately. A new machine was utilized.